Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that ases software upgrade caused all wireless stations to go down and lose server sync. Identified that the issue was related to the unique wireless configuration requiring individual credentials per station. A field service engineer collaborated with it and onsite lead to disable the microsoft windows connection manager and manually configure wireless credentials for each station in admin mode to restore connectivity and synchronization. Attempted to implement auto-login for both network and application but was unsuccessful, as wireless connection dropped in normal mode. As a temporary workaround, kept the station running in admin mode to maintain connectivity and operational status. Verified functionality through hardware test application testing, confirming the station is operational. Noted that the failure occurred during dispensing workflow with no patient harm reported. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es system was down after upgrade. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.